Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd safe clip won't cut any longer. The following information was provided by the initial reporter: hello, I found bd safe clips about a year ago. I use them when I travel only, but I am on my third one. I put about 1 needle day in, many days none. I use 1/2 inch, 29g needles. I seem to get about 3-4 months usage, and they won't cut any longer. So, I'm getting about 100 needles in and it's supposed to hold up to 1500.

Event description:
It was reported that the unspecified bd safe clip won't cut any longer. The following information was provided by the initial reporter: hello, I found bd safe clips about a year ago. I use them when I travel only, but I am on my third one. I put about 1 needle day in, many days none. I use 1/2 inch, 29g needles. I seem to get about 3-4 months usage, and they won't cut any longer. So, I'm getting about 100 needles in and it's supposed to hold up to 1500.

Manufacturer narrative:
H6: investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.